Event description:
A healthcare facility in germany, via a fisher & paykel (f&p) field representative, reported that the head of an iw990 wall mount infant warmer was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare (f&p) service centre in germany where it was visually inspected by a trained f&p technician. Our investigation is therefore based on the photograph and information provided by f&p service centre in germany. Results: visual inspection of the subject iw990 infant warmer revealed that the head case of the infant warmer was found to be cracked and the head nut was broken. Conclusion: we are unable to determine the cause of the reported event. Previous investigations into similar incidents have indicated that it is likely due to impact damage or the use of incorrect cleaning solutions. The warmer head of the iw990 wall mount infant warmer can be swivelled 130 degrees from the center and is susceptible to impact damage, particularly if the head is swivelled. In addition, utilising incompatible cleaning solutions react with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The user manual for the iw990 infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base". "Caution the chemicals used in these proprietary cleaning products may lead to discoloration, crazing and eventual cracking of the highlighted plastic surfaces." The device technical/service manual also contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.